Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no kink/damage observed to the catheter after removal. Solitaire was not used.

Manufacturer narrative:
H3: product analysis ¿as found condition: the rebar 18 catheter was returned for analysis inside a dispenser coil, inside an open rebar 18 inner pouch and carton, inside a sealed biohazard bag, and inside a shipping box. ¿damaged location details: the rebar 18 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. No other anomalies were found. ¿testing/analysis: the rebar 18 catheter total and usable lengths were measured within specifications. The catheter was flushed with water and found to be patent. The catheter was tested by running an in-house 0.021-inch mandrel through the hub and tip without issues. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance during device delivery¿ report could not be confirmed, as no issues were encountered when testing the returned rebar 18 catheter and no damage was noted. However, the cause of the reported resistance could not be determined. Possible causes of resistance include severe vessel tortuosity and a lack of a continuous saline/heparinized saline flush during delivery. However, the cause of the event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for left internal carotid artery (ica) mechanical thrombectomy. It was noted that the patient's vessel tortuosity was severe. The access vessel was the femoral artery, with 4.2mm diameter. It was reported that the aspiration rebar catheter was parked proximal to the clot. Rebar was taken in and parked across the clot. While taking solitaire in resistance was observed. The stent was later retracted back. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.